Event description:
The pt was revised because the lag screw cut out.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Examination of a provided x-ray confirms the cut out condition. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Although the exact root cause could not be determined with the info provided, the product director states over reaming, incorrect tip apex distance, poor reduction, and pt anatomy may be contributing factors. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the products and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.